Event description:
The micro drill medium straight attachment was sent for eval and it overheated during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
The probable cause of the overheating noted was attributed to debris build up in the upper bearing of the device. The micro drill medium straight attachment was discarded because it is not a repairable device.